Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 27-year-old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches / throbbing pain in head"), arthralgia ("joints pain"), pain in extremity ("finger pain"), incontinence ("incontinence issues"), hypothyroidism ("thyroid med no longer work but got very bad/thyroid issue/ hypothyroid"), intervertebral disc degeneration ("degenerative disc disease in my l4 and l5") and abdominal pain upper ("stomach pain") and was found to have vitamin d decreased ("low vit d") and blood potassium decreased ("low potassium"). The patient was treated with levothyroxine sodium (synthroid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, fatigue, migraine, headache, arthralgia, pain in extremity, incontinence, hypothyroidism, vitamin d decreased, blood potassium decreased, intervertebral disc degeneration and abdominal pain upper outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, blood potassium decreased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, incontinence, intervertebral disc degeneration, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 154lbs insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: obstetric impression : normal biophysical profile. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight. Lot number: 646513 manufacture date: 2009-06 expiration date: 2012-06. Concerning the injuries reported in this case, the following ones were reported via social media: incontinence, 'low vitamin d, low potassium and hypothyroid, stomach pain, degenerative disc disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new treatment drug synthroid was added. Outcome for the previously reported event hair loss was updated as recovered. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches / throbbing pain in head"), arthralgia ("joints pain"), pain in extremity ("finger pain"), incontinence ("incontinence issues"), hypothyroidism ("thyroid med no longer work but got very bad/thyroid issue/ hypothyroid"), intervertebral disc degeneration ("degenerative disc disease in my l4 and l5"), abdominal pain upper ("stomach pain"), neck pain ("neck pain"), rash ("rash on stomach") and hypersensitivity ("allergic reaction") and was found to have vitamin d decreased ("low vit d") and blood potassium decreased ("low potassium"). The patient was treated with levothyroxine sodium (synthroid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, alopecia and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, fatigue, migraine, headache, arthralgia, pain in extremity, incontinence, hypothyroidism, vitamin d decreased, blood potassium decreased, intervertebral disc degeneration, abdominal pain upper, neck pain and rash outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, blood potassium decreased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypothyroidism, incontinence, intervertebral disc degeneration, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: obstetric impression : normal biophysical profile.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight. Lot number: 646513 manufacture date: 2009-06 expiration date: 2012-06 concerning the injuries reported in this case, the following ones were reported via social media: incontinence, 'low vitamin d, low potassium and hypothyroid, stomach pain, degenerative disc disease. Lot number: 646513 manufacture date: 2009-06 expiration date: 2012-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: allergic reaction was added as a event. Event outcomes were updated from unknown to recovered/resolved. Lawyer was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 27-year-old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches / throbbing pain in head"), arthralgia ("joints pain"), pain in extremity ("finger pain"), incontinence ("incontinence issues"), hypothyroidism ("thyroid med no longer work but got very bad/thyroid issue/ hypothyroid"), intervertebral disc degeneration ("degenerative disc disease in my l4 and l5"), abdominal pain upper ("stomach pain"), neck pain ("neck pain") and rash ("rash on stomach") and was found to have vitamin d decreased ("low vit d") and blood potassium decreased ("low potassium"). The patient was treated with levothyroxine sodium (synthroid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, fatigue, migraine, headache, arthralgia, pain in extremity, incontinence, hypothyroidism, vitamin d decreased, blood potassium decreased, intervertebral disc degeneration, abdominal pain upper, neck pain and rash outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, blood potassium decreased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, incontinence, intervertebral disc degeneration, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 154lbs insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: obstetric impression : normal biophysical profile.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight. Lot number: 646513, manufacture date: 2009-06, expiration date: 2012-06. Concerning the injuries reported in this case, the following ones were reported via social media: incontinence, 'low vitamin d, low potassium and hypothyroid, stomach pain, degenerative disc disease. Lot number: 646513, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 27-year-old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches / throbbing pain in head"), arthralgia ("joints pain"), pain in extremity ("finger pain"), incontinence ("incontinence issues"), hypothyroidism ("thyroid med no longer work but got very bad/thyroid issue/ hypothyroid"), intervertebral disc degeneration ("degenerative disc disease in my l4 and l5") and abdominal pain upper ("stomach pain") and was found to have vitamin d decreased ("low vit d") and blood potassium decreased ("low potassium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, alopecia, fatigue, migraine, headache, arthralgia, pain in extremity, incontinence, hypothyroidism, vitamin d decreased, blood potassium decreased, intervertebral disc degeneration and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, blood potassium decreased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, incontinence, intervertebral disc degeneration, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 154lbs. Insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: obstetric impression : normal biophysical profile.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight. Lot number: 646513, manufacture date: 2009-06, expiration date: 2012-06. Concerning the injuries reported in this case, the following ones were reported via social media: incontinence, 'low vitamin d, low potassium and hypothyroid, stomach pain, degenerative disc disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content from pfs received: event thyroid disorder pt was updated to hypothyroid and new event degenerative disc disease in my l4 and l5, stomach pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 27-year-old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6)2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches / throbbing pain in head"), arthralgia ("joints pain"), pain in extremity ("finger pain"), incontinence ("incontinence issues"), hypothyroidism ("thyroid med no longer work but got very bad/thyroid issue/ hypothyroid"), intervertebral disc degeneration ("degenerative disc disease in my l4 and l5"), abdominal pain upper ("stomach pain"), neck pain ("neck pain") and rash ("rash on stomach") and was found to have vitamin d decreased ("low vit d") and blood potassium decreased ("low potassium"). The patient was treated with levothyroxine sodium (synthroid) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, fatigue, migraine, headache, arthralgia, pain in extremity, incontinence, hypothyroidism, vitamin d decreased, blood potassium decreased, intervertebral disc degeneration, abdominal pain upper, neck pain and rash outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, blood potassium decreased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, incontinence, intervertebral disc degeneration, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 154lbs. Insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6)2009: obstetric impression : normal biophysical profile.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight. Lot number: 646513 manufacture date: 2009-06 expiration date: 2012-06. Concerning the injuries reported in this case, the following ones were reported via social media: incontinence, 'low vitamin d, low potassium and hypothyroid, stomach pain, degenerative disc disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event rash and neck pain added. New reporter added. Fu 14 & 15 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6)-year-old female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches"), arthralgia ("joints pain") and pain in extremity ("finger pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, alopecia, fatigue, migraine, headache, arthralgia and pain in extremity outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: obstetric impression : normal biophysical profile.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight lot number: 646513, manufacture date: 2009-06, expiration date: 2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: fu 4 & 5 processed together. Pfs received- case becomes incident. Explant date was added. Event onset date was added. Patient's age was added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches"), arthralgia ("joints pain"), pain in extremity ("finger pain") and incontinence ("incontinence issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, alopecia, fatigue, migraine, headache, arthralgia, pain in extremity and incontinence outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, incontinence, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: obstetric impression : normal biophysical profile.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight. Lot number: 646513 manufacture date: 2009-06 expiration date: 2012-06 concerning the injuries reported in this case, the following ones were reported via social media: incontinence. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2019: social media content received: event incontinence added. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. 646513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and hypothyroidism. Concurrent conditions included body mass index normal, osteoporosis, arthritis, fibromyalgia, panic attacks, palpitations, sweating, chest pain, shortness of breath, paresthesia, suicidal ideation, vitamin d deficiency, myalgia, eczema, upper respiratory tract infection, left upper quadrant pain, uterine cramps and memory loss. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss , specify which one: weight gain"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain"), headache ("headaches / throbbing pain in head"), arthralgia ("joints pain"), pain in extremity ("finger pain"), incontinence ("incontinence issues") and thyroid disorder ("thyroid med no longer work but got very bad") and was found to have vitamin d decreased ("low vit d") and blood potassium decreased ("low potassium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, anxiety, depression, alopecia, fatigue, migraine, headache, arthralgia, pain in extremity, incontinence, thyroid disorder, vitamin d decreased and blood potassium decreased outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, blood potassium decreased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, incontinence, menorrhagia, migraine, pain in extremity, pelvic pain, thyroid disorder, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Insertion details : the device was in good position with 3 trailing coils on the right side and 0 trailing coils on the left side. Insertion complications: may have put rhe left coil too far in the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2009: obstetric impression : normal biophysical profile.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, weight. Lot number: 646513 manufacture date: 2009-06 expiration date: 2012-06 concerning the injuries reported in this case, the following ones were reported via social media: incontinence, 'low vitamin d, low potassium and thyroid disorder' quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event 'low vitamin d, low potassium and thyroid disorder' were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.